Event description:
It was reported that a patient experienced "outbreaks" of agitation and emotional changes when their vns therapy was titrated to 0.75ma output. The patient's medications were adjusted to try and control these outbreaks. No other relevant information is available to date.